Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade IV, seroma, and risk of alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side swelling, discomfort, and fluid ¿on 3 separate occasions¿ in a 2 year span. Symptoms presented approximately 3 years following implant. Patient expressed concern regarding ¿risks of potential capsular contraction and/or bia-alcl.¿ the device remains implanted. Capsular contracture, baker grade IV and inflammation was later reported by the patient.

Event description:
Patient reported right side swelling, discomfort, and fluid ¿on 3 separate occasions¿ in a 2 year span. Symptoms presented approximately 3 years following implant. Patient expressed concern regarding ¿risks of potential capsular contraction and/or bia-alcl.¿ capsular contracture, baker grade IV, and inflammation were additionally reported by the patient. The device remains implanted.